Event description:
It was reported that the cine drive was not working. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine bridge board and the mother board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.